Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer stated that their laboratory had obtained non-reproducible, false positive accutni results. The customer was unable to provide the exact results or dates of events. Erroneous results were not reported outside of the laboratory.

Manufacturer narrative:
No sample collection or system information was supplied. The customer has an automatic rerun protocol for all initial accutni results which are "unexpected". Samples are re-centrifuged before rerun. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined.